Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided: initial reporter - name ni. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-00006 / 3002806535-2016-00339). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Product location unknown.

Event description:
Patient's legal counsel reported the patient underwent a left hip revision procedure approximately five years post-implantation due to unknown allegations. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.